Manufacturer narrative:
The manufacturer did receive pictures for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00142; 0009613350-2022-00143; 0009613350-2022-00145.

Event description:
It was reported that the patient slipped, resisted the fall. After 2 days, crepitation appeared in the area of the left hip joint. After the x - ray images were taken, a decision was made on the revision operation.

Manufacturer narrative:
Investigation of this incident is currently ongoing. Further analysis of the event has determined that according to complaint description: noise in the joint, the main reportable devices are the articulating components head and liner which are reported in: 0009613350-2022-00142 head. 0009613350-2022-00143 liner. The device previously submitted on this medwatch is a concomitant and not a main device of this event. Please remove from your records. Once the investigation is completed, supplemental medwatch reports for the above mentioned references for the head and liner will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer reference: (B)(4).

Event description:
Investigation of this incident is currently ongoing. Further analysis of the event has determined that according to complaint description: noise in the joint, the main reportable devices are the articulating components head and liner which have been reported in two separate medwatch. The device previously submitted on this medwatch is a concomitant device and not a main device of this event. Please remove from your records.